Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6), 2021, the patient underwent surgery for an olecranon fracture. The surgeon fit the variable angle drill guide (03.133.007) firmly into the screw hole, drilled and inserted the screw into the screw hole where the plate is curved. At the time of final tightening of the screw, the screw continued to roll without locking. The screw was left in place at the discretion of the surgeon, and the surgery was completed without any surgical delay. Concomitant medical products: variable angle drill guide (part# 03.133.007, lot# unknown, quantity 1). This report is for one (1) 2.7mm/3.5mm ti va-lcp olecranon pl 2h/lt/90mm-ster. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Manufacturing location: (B)(4) / thermal rinsed, packaged, sterilized and released by: (B)(4). Manufacturing date: 18-nov-2020 expiration date: 01-nov-2030 part number: 04.107.302s, 2.7mm/3.5mm ti va-lcp olecranon pl 2h/lt/90mm-sterile lot number: 77p8527 (sterile) lot quantity: (B)(4) note: plate was manufactured by elmira; lot number76p5722. Production order traveler met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Scn 19064 was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.